Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image as the device was not booting due to a defective printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.